Manufacturer narrative:
Concomitant medical product: product ID 8709sc lot# serial# (B)(6) implanted: explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: explanted: other relevant device(s) are : product ID: 8709sc lot# serial# (B)(6) ubd 2014-09-16 UDI# (B)(4) other relevant device(s) are : product ID: 8596sc lot# serial# (B)(6) ubd 2020-07-12 UDI# (B)(4). H6: corrected information: device code a26 no longer applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the in clarification of the report that the pump was not working was from the patient, not the healthcare provider. The healthcare provider read the logs and did not see any stalls etc. The patient¿s claim was primarily that he was not getting relief. However, the pump was flipped onto its side so they believe the catheter could be kinked, however they cannot access the cap (catheter access port) due to the pumps positioning. The further actions and interventions taken to resolve the issue was they were titrating the patient off the intrathecal to see if he goes into withdrawal. If so, they know the catheter is patent and they would explore the option of a pocket revision. If the patient does not withdraw, they will know that the catheter most likely is not patent and then will explore options for a catheter revision and pocket revision or possible explant. The pump remains currently explanted.

Manufacturer narrative:
B5: corrected information: the statement in follow up number 1: the pump remains currently explanted, should have said: the pump remains currently implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implantable pump. Pump movement was reported. The patient reported withdrawal symptoms and that their pump was not working. The environmental, external or patient factors that may have led or contributed to the issue was normal use. The diagnostics and troubleshooting performed was the patient met with the managing physician and the pump was read. The physician did not see that a motor stall occurred. They did notice the pump was sticking out from the abdomen. Because of this they were not able to do a catheter access port study or potentially a refill. The managing physician has slowly been weening the patient off to check for additional withdrawal symptoms. The patient was dropped to minimum rate on (B)(6) 2020. The actions and interventions taken to resolve the issue were if there were no intense withdrawal symptoms, the physician and the patient would consider either exploratory surgery to do a pocket revision or replacement or explant the pump. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.